Event description:
From additional information received, the patient was revised due to pain. During the revision procedure, the surgeon discovered that a left knee femoral component had been placed into the patient's right knee.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D11 - medical products - palacos bone cement, catalog #: 00111214001 lot #: 86024579.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause can be attributed to user error. Medical records review dated (B)(6) 2017 indicates that the patient had right tka due to osteoarthritis. It was recorded in the op notes that a right femoral component was implanted. However, the sticker provided confirmed that a left femoral component was implanted. Medical records review dated (B)(6) 2018 indicates that the patient¿s right knee was revised due to pain. During the revision, it was confirmed a left femoral component was implanted. The femoral component was removed and a lcck femoral component with a stem was implanted with an lcck articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex articular surface, catalog # 00596404010, lot # 63649297. Nexgen stemmed tibial component, catalog # 00598004701, lot # 63639748. Taper stem plug, catalog # 00596009900, lot # 63657934. Patella reamer blade with pilot hole 46 mm diameter single use only, catalog # 00597909546, lot # 63670918. Unknown, catalog # 98000250001, lot # unknown. All poly patella size 32 mm dia. Standard 8.5 mm thickness, catalog # 00597206532, lot # 63646452. Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00165, 0002648920-2019-00226.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to unknown reason.